Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly started rebooting while critical patient was in the emergency room. Customer stated that the user was able to remove the tenecteplase and the medication was administered to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 25-may-2022 to 24-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system unexpectedly started rebooting while a critical patient was in the emergency room. A technical support specialist found that the rebooting issue was due to the agent remoted in without permission. Updated sites rss page with remote access instructions. The system functioned as intended after analyzed by technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly started rebooting while critical patient was in the emergency room. Customer stated that the user was able to remove the tenecteplase and the medication was administered to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that rebooting issue was due to the agent remoted in without permission. A technical support specialist coached the agent on proper access measures. The system was functional as intended.